Event description:
A patient was admitted for coronary stenting of an 80% , calcified lesion in the mid circumflex artery (lcx). When attempting to position the cypher select + 2.50x23mm stent within the target lesion, the physician realized that the stent had dislodged from the balloon. The stent was successfully retrieved using a snare device. Another cypher stent was successfully implanted to finish the procedure. There was no patient injury reported and no additional information was provided. Additional information has been requested and will be submitted within 30 days of receipt.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).